Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly to resolve this issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device initially would not power off, thereafter the device would not power on. The reported issue occurred during an operational check of the device when changing shifts. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device initially would not power off, thereafter the device would not power on. The reported issue occurred during an operational check of the device when changing shifts. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an electrically shorted diode, designator cr20.